Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the occlusion test and sensor testing due to button and keypad anomaly. The insulin pump was received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value was 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.